Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge onto pump despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pump area, cleaned pneumatic tap, attempted to reload cartridge, and then tried a new cartridge with guidance from technical support, but loading still failed, so call was referred for escalated troubleshooting and no further outcome information was available.